Manufacturer narrative:
The user's healthcare provider stated to the contact that the elevated blood glucose level was due to gastroenteritis. The user was not hospitalized, but was treated at the hospital.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced elevated blood glucose (bg) level ranging from 400 mg/dl to 500 mg/dl with large ketones. Reportedly, the user changed the infusion set 3 times and then reverted to manual injections. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.